Event description:
Medtronic received information that due to the failure of an abbott vascular perclose device angiography was performed, which revealed extravasation of contrast. A stent was advanced and was placed at the right common femoral artery. Hemostasis was obtained and no additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).